Event description:
Pt placed on duo-therm disposable blanket with click connect (24x60) in 2003. On event date, 11:45am nurse found pool of water beside bed. 1st and 2nd degree burns to pt's legs, buttocks, back, back of arms. This blanket was connected to a blanketrol unit for cooling purposes.